Manufacturer narrative:
Checking the manufacturing charts of the involved lots: #2126295, no pre-existing anomaly was found on the 6 devices manufactured respectively. This is the first and only complaint received on those lot#s. We submit a final MDR when the investigation is complete.

Event description:
Shoulder revision surgery of a smr anatomic total prosthesis performed on (B)(6) 2025, due to cuff failure. According to the information received, after a deterioration of rotator cuff, it was advised that patient convert to a reverse construct. The following devices were explanted: smr humeral head d.44 h.14mm (product code: 1321.09.441, lot#: 2126295 - ster. 2200024). Neutral adaptor taper standard (product code: 1330.15.270, lot#: 2014099 - ster. Unknown). Smr trauma humerak body# long (product code: 1350.15.020, lot#: 1909580 - ster. 1900265). Tt hybrid cemented glenoid small (product code: 1379.59.110, lot#: 2321146 - ster. 2300202). A 140° reverse body was implanted with a +3 liner. The revision baseplate was implanted with a 36mm glenosphere. Primary surgery took place on (B)(6) 2023. Patient is a female, 67 years old. Event happened in the us.